Manufacturer narrative:
As of today, the device remains in service. No additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians used an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Subsequent information indicates that the device was explanted. The device has been returned for analysis. There were no additional adverse patient effects.

Event description:
Boston scientific received information that this pulse generator declared a battery status of end of life (eol) while in service. There were no adverse patient effects reported.